Event description:
Customer reportedly received results of 22.9 mmol/l and 10.6 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for reasons unspecified, and returned for analysis. No adverse patient effects were reported as a result of this event.